Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and no delivery alarms. Troubleshooting was performed, and the insulin pump passed the prime test, which meant that the customer had an issue with the reservoir and tubing connection. The customer later called back feeling terrible, and experiencing high blood glucose of 460 mg/dl. Spoke with the customer's wife, and advised her to seek medical assistance if necessary. She said she would do that, and call back. The customer called back to report that he was taken to the hospital with a blood glucose of 480 mg/dl. The customer's medtronic representative felt that it was due to a bent cannula. The customer changed the infusion set, and stated he has been fine since the incident. Nothing further was reported.